Manufacturer narrative:
Device evaluation: visual inspection of the returned product found the lens returned with sticky residue on the lens and unable to evaluate due to residue. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.0 diopter, in the patients left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and elevated intraocular pressure. The patient experienced blurred vision and pain. A shorter lens was implanted on (B)(6) 2017 and the problem was resolved.